Manufacturer narrative:
Summary: the results of the investigation was confirmed for problem with the steering, root cause unk. The prod is 100% inspected during mfg for electrical characteristics, curve configuration and planarity, and for product integrity during the packaging process. Qc performs the following: a sample size on useable length, electrode length and spacing, product cleanliness, electrode workmanship, print and handle/strain relief interface. Qc inspects 100% for curve configuration, planarity and electrical characteristics and tip visual.

Event description:
It has been reported to us that the physician was using a 4mm large curve scorpion to ablate. He ablated about 15 times and could not reach a certain area, so he decided to use another type of catheter. When he removed the scorpion, he noticed a wire protruding from the shaft. There was no pt injury reported and the sample has been returned for our eval.